Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08/21/2019. The field service engineer (fse) confirmed the issue. The fse replaced the blower assembly, the overlay power switch, filter air, as we as cleaned fan filter and device. The device was tested and passed.

Event description:
The customer reported that the alarm light emitting diode (led) failed. There was no patient involvement.